Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of a 56 mm evoque procedure where on post operative day (pod) 4, the patient experienced a complete atrioventricular block (avb) and a permanent pacemaker was implanted. The patient's final status was stable.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Based on the complaint investigation, the complaint for valve interacts with conduction system was confirmed with emperical evidence based on the known nature of this issue. Per the instructions for use, conduction system disturbance and/or heart block which may require treatment, including permanent pacemaker, are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. The valve is designed such that it contact the septum via radial force and anchor interaction, so it is possible that this interaction could lead to conduction disturbances. Other potential causes include trauma by a guidewire or delivery system. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.